Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has been having the issue for the past 5 days and has had to change the site 4 times. Customer stated that she must be inserting in scar tissue and her blood glucose is running between 350 to 400 mg/dl. Customer stated that she has had to do more manual injections. Customer stated that she had to change her set more frequently this past week. Customer stated that she is rotating her sites. Customer's blood glucose is 356 mg/dl. Customer treated with a syringe. Customer had symptoms of high blood glucose such as frequent urination, extreme thirst, being hypo-lethargic, and blurred vision. Customer ran manual prime and the insulin did exit the tubing. Customer had no delivery alarms and low reservoir alarms in the alarm history. Customer stated there was too much insulin in the reservoir. Customer fixed the issue. The pump passed the high pressure test and customer found the cannula was slightly bent. Customer was advised to do a set change.